Event description:
Information received from the healthcare professional (hcp) via the manufacturer's representative reported that the patient was seen and an infected pocket was found. No troubleshooting or diagnostics were performed. The entire implantable neurostimulator (ins) system was explanted on (B)(6) 2016. The patient status was noted as "alive - no injury". The indication for use for the implanted device was noted as spinal pain. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.